Manufacturer narrative:
(B)(4) evaluation statement: the reported event of a pump programming issue could not be confirmed. Although the pcu event log was received, the customer¿s dataset was not received and replication of the event could not be performed without the dataset. While contacting the customer to request event details and devices for investigation, the customer stated no further investigation is requested at this time. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was not returned for the servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
The customer reported that during programming set up of a methotrexate infusion, prior to starting the patient's infusion, the user did not receive a yellow alert notice. But the pump did stop them from proceeding with the infusion with a ¿minimum concentration exceeded" message. It was a hard stop and the user was not able to program further. No patient involvement was reported. Although the customer initially requested an event log review, it was later determined no further investigation was required.

Event description:
The customer reported that during programming set up of a methotrexate infusion, prior to starting the patient's infusion, the user did not receive a yellow alert notice. But the pump did stop them from proceeding with the infusion with a ¿minimum concentration exceeded" message. It was a hard stop and the user was not able to program further. No patient involvement was reported. Although the customer initially requested an event log review, it was later determined no further investigation was required.